Manufacturer narrative:
The insulin pump was received with cracked case at display window corners. The insulin pump was received with partially broken reservoir tube lip and battery tube threads. The insulin pump was received with minor scratches on lcd window and missing reservoir tube lip o-ring. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a damaged reservoir tube lip; the reservoir kept coming out of the pump. The patient's blood glucose at the time of incident was 4.4 mmol/l. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.